Event description:
A parent reported a cgm error. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the guardian completed a pump reset following guidance from technical support.